Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During interrogation of the pacemaker, the right ventricular (rv) lead exhibited elevated capture threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.